Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was spinal pain. It was reported that starting at an unknown date the patient has had ongoing treatment and hospitalization due to a possible infection. The caller stated that the patient was going to the emergency room tomorrow and would be having the catheter access port accessed to draw cerebrospinal fluid and make sure there was no bacteria in the cerebrospinal fluid. No further complications have been reported as a result of this event. (B)(6): no additional information was contained in this document.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.